Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced after 60 months of implant duration. The clinician expressed dissatisfaction with respect to battery longevity. The device was returned for laboratory evaluation.